Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 13 easypump ii lt 270-135-s in original packaging. Ten (10) samples were filled up to the volume of 100 ml with nacl 0.9 % and a functional test respectively a leak test was carried out. After starting the pump and waiting for 60 minutes the pumps worked (solution was running). Leakages were not detected at the samples during the period of 60 minutes. Furthermore, 10 samples were taken to a leakage test according to the sap test plan. Nominal: leakage test - let the device filled* with a dyed solution to nominal volume (additional filled with approximately 25 ml red dyed solution), fall twice from a height of one meter, positioning the device once on its axis, then once perpendicular to its axis. At the end of this test immerse the device for 5 min. In a container with water. The air filter should be sealed. The device shall remain watertight, and the solution in the container shall not become colored. *if the device is filled automatically, the filling pressure should be above 1,5 bar. Actual: during the test respectively afterwards leakage were not detected at these four samples. The inspected samples are in accordance with our requirements. Device history records:- reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump burst on the patient.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the samples were duly investigated by bbm preliminary examination.